Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/01/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Based on the information received from the customer, manual chest compressions which is the standard of care was carried out without significant interruption. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse unexpectedly stops compressions, changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Therefore, the transition from autopulse to manual CPR presents the same workflow as manual CPR in which rescuers are rotated. In this case, manual chest compressions were carried out according to subjective assessment of rth teams despite the failure without significant interruption. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of patient's death was likely due to cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
Zoll circulation received a reported that autopulse platform (s/n (B)(4)), used during a resuscitation, stopped performing compressions and had to be restarted. It was reported that no bystander CPR was performed. The ems arrived and initiated manual CPR. While manual CPR was being administered the patient went into v-fib (ventricular fibrillation) followed by asystole, at which time the rescue helicopter team arrived and took over the manual CPR while the autopulse (ap) was being prepared for usage. The autopulse deployed without issues. The lifeband was positioned on the patient and the autopulse started compressions. During active operation five compressions were performed, at which time the autopulse stopped compressions and displayed a "restart system" error message. This happened another two times, then the autopulse displayed "system fault" error message, after this occurred autopulse could not be restarted. The use of the autopulse was aborted and the rescue helicopter team (rht) continued manual CPR. The transition from autopulse compressions to manual CPR was without significant interruption. The resuscitation was unsuccessful, the patient did not achieve rosc (return of spontaneous circulation) and the patient expired at the site.

Manufacturer narrative:
The autopulse platform was returned to zoll for evaluation on 02/01/2016. A visual examination found no physical damage on the platform. A review of the platform's archive data was performed on the date of 12/19/15, a system error 139 (unable to hold compression position) occurred during the date of the event report. A drive train motor brake gap inspection was performed and confirmed the brake gap was out of the specification. In order to perform the run-in testing, the system error was cleared and reset. The brake gap adjustment run-in test was performed for thirty minutes. Verify and confirm the brake gap was still within the specification at the end of the run-in. Performed simulated compression testing with manikin using a 95% patient test fixture (lrtf) for several hours, and did not replicate any of the user advisory or fault. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. In summary, the reported system error message was confirmed in the platform's archive data. However, the error message could not be reproduced during functional testing or simulated compression tests. No other faults were observed. The autopulse platform passed all the testing and meets all required specifications.